Event description:
The hospital reported that during an endoscopic vein harvesting procedure, the accessory pack short port btt black inflation valve dislodged. A 3-way stopcock was used to complete the procedure with the same device. The hospital did not report any patient complications. The product was discarded.

Manufacturer narrative:
After the procedure, the hospital discarded the product. Since the product was not returned, an investigation could not be performed. Based on the reported complaint, this is potentially a case of the valve backing out of the luer fitting causing the balloon to deflate due to a defective valve subassembly. This problem is currently being investigated in our CAPA process. A lot history record review was completed for the product. There was no nonconformance which could have attributed to this failure mode. (B)(4).